Manufacturer narrative:
Report source: (B)(6). Device evaluation: one used tracheostomy sample was returned for evaluation. Examination of the sample determined the device was part number 670160. The functional testing of the device showed the pilot balloon would inflate, but the cuff would not inflate. Repeated attempts could not inflate the cuff. To perform further testing and inspection, the investigator cut the airway line off from the cuff. A wire was inserted into the airway line in effort to verify an occlusion. A particle was found in the inflation line causing the occlusion. Once the particle was removed, the airway line allowed fluid past the pilot balloon. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This review included the following procedures: bond/insert airway to shaft; clean/position/adhesive cuff; ptfe teflon dispensing valve and inspection; cuff symmetry and leak test. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with cuff inflation for the products being assembled. This device type is 100% tested for cuff leakage prior to packaging. If the particle seen had been present during manufacturing, the cuff would not have inflated at all and the device would have been scrapped. The investigation determined the issue was most likely caused by damage during use. The reporter stated that the user applied vaseline for lubrication of the tube; this is not a water soluble lubricant. The device instructions for use include the instruction: "use only water soluble lubricants with this tube. Use of petroleum based lubricants can damage this tube. Care must be taken to prevent deposits of water from occluding the airway. Failure to do so may result in restricted breathing capability". Based on the investigation, the complaint allegation was confirmed. No problem source was concluded.

Event description:
Information was received that a smiths medical portex bivona tts tracheostomy tube cuff had to be deflated and then re-inflated with water. The reporter was only able to re-inflate with 2ml of water, which was half the volume they initially used. Subsequently, a tracheostomy tube change out was required. It was also noted that the user had been using vaseline to insert the tube instead of the approved lubricant. There were no adverse patient effects.